Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the catheter was not set in the hub correctly and this led to shearing. There was no report of patient impact. The following information was provided by the initial reporter: material no:381412 batch no: 1278544  . It was reported by the consumer the plastic housing not seated fully at the hub, the needle sheared and the needle was bent. Instances of catheter stuck in plastic cover/housing & catheter not seated fully at the hub (causing the needle to shear when clinician attempts to pull it back into place prior to insertion).

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the catheter was not set in the hub correctly and this led to shearing. There was no report of patient impact. The following information was provided by the initial reporter: material no:381412. Batch no: 1278544. It was reported by the consumer the plastic housing not seated fully at the hub, the needle sheared and the needle was bent. Instances of catheter stuck in plastic cover/housing & catheter not seated fully at the hub (causing the needle to shear when clinician attempts to pull it back into place prior to insertion).

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.